Manufacturer narrative:
Information about a legal action was mentioned by the dealer while he was here on a visit. We subsequently received a legal notice in the mail. The information on exact circumstances will be updated as more is available. Chir is involed in a legal action.

Event description:
Says client told him that he drove the chair through a wall in his bathroom and was injured. Client says it is because the dealer has not programmed the chair correctly.